Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the use of the cardiosave intra-aortic balloon pump (iabp), a high temperature alarm was triggered. The customer shut down and restarted the device, after which it resumed normal operation. No patient harm or injuries were reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site city and event site address), h6 (investigation findings and investigation conclusions). Due to character limit in block e1 full event site address: (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) stated that the equipment was dusted and tested for functionality on-site, confirming normal operation. All functional and safety tests were performed, confirming all parameters met factory requirements.

Event description:
N.a